Manufacturer narrative:
(B)(4). The reported field event of noise could not be confirmed. Bench tests were performed and the device was normal.

Event description:
It was reported that noise episodes were noted. Since the physician was unable to determine origin of noise, both lead and device was explanted and replaced. The patient was asymptomatic.